Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there was a leakage in the needle free valve noted after the initiation of the infusion. A crack in the valve was noted; the sample was replaced and the infusion continued without incident.

Manufacturer narrative:
One mp1000c-0006 sample was received for investigation without packaging. Additionally a 10ml bd syringe was received connected to the mp1000c-0006 device to assist the investigation. A visual inspection of the sample identified a crack to the housing of the maxplus running along the middle of the component; leakage was observed from the crack during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. The observed damage is consistent with the component having been subjected to an external force, analysis of the automatic assembly machine did not identify any potential contributing factors which could have caused damage of this nature. Furthermore the manufacturing site confirmed that the maxplus component is subjected to a 100% in-process leakage test as part of the assembly process, any products identified to leak are automatically segregated and disposed of by the automatic assembly machine. In this instance a definitive root cause for the external force could not be determined. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the maxplus product in the past 12 months.

Event description:
The reported feedback suggests that there was a leakage in the needle free valve noted after the initiation of the infusion. A crack in the valve was noted; the sample was replaced and the infusion continued without incident.